Manufacturer narrative:
Subject: qv sars otc consumer with bloody nose from swab, inquiring if it affected result: tss documented and informed less than 15% v/v of blood on swab has shown no interference. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Qv sars otc consumer with bloody nose from swab, inquiring if it affected result: tss documented and informed less than 15% v/v of blood on swab has shown no interference.